Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627449) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nervous system disorder ("neurological conditions or problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and peritoneal adhesions ("extensive omental adhesions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral), laparoscopic extensive omental adhesiolysis). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peritoneal adhesions and uterine leiomyoma had not resolved and the memory impairment, abdominal pain, back pain, menorrhagia, metrorrhagia, nervous system disorder, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, peritoneal adhesions and uterine leiomyoma to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. (B)(6) 2018- surgical pathology report: final diagnosis: uterus, hysterectomy: endometrium: primary basilar endometrium. Sessile endometrial polyp. Myometrium: necrotic, partially calcified mass with no viable cells, suggestive of old infarcted leiomyoma. Serosa: focal fibrotic thickening. Cervix: mild chronic cervicitis, negative for dysplasia. Left fallopian tube, salpingectomy: unremarkable tube. Right fallopian tube, salpingectomy: unremarkable tube. Comment: a note is made of the gross finding of metallic coil-like structures in the left and right cornu either extending into or separately present in the left fallopian tube. Clinical correlation is required. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fibroids, omental adhesions. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: essure lot number added (627449). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627449) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nervous system disorder ("neurological conditions or problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and peritoneal adhesions ("extensive omental adhesions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral), laparoscopic extensive omental adhesiolysis). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peritoneal adhesions and uterine leiomyoma had not resolved and the memory impairment, abdominal pain, back pain, menorrhagia, metrorrhagia, nervous system disorder, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, peritoneal adhesions and uterine leiomyoma to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. On (B)(6) 2018- surgical pathology report. Final diagnosis: uterus, hysterectomy: endometrium: primary basilar endometrium. Sessile endometrial polyp. Myometrium: necrotic, partially calcified mass with no viable cells, suggestive of old infarcted leiomyoma. Serosa: focal fibrotic thickening. Cervix: mild chronic cervicitis, negative for dysplasia. Left fallopian tube, salpingectomy: unremarkable tube. Right fallopian tube, salpingectomy: unremarkable tube. Comment: a note is made of the gross finding of metallic coil-like structures in the left and right cornu either extending into or separately present in the left fallopian tube. Clinical correlation is required. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fibroids, omental adhesions lot number: 627449, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nervous system disorder ("neurological conditions or problems"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, memory impairment, abdominal pain, back pain, menorrhagia, metrorrhagia, nervous system disorder, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, back pain, metrorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), neurological conditions or problems, migraine, fatigue, hair loss, forgetfulness were added . Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018- surgical pathology report. Final diagnosis: uterus, hysterectomy: endometrium: primary basilar endometrium. Sessile endometrial polyp. Myometrium: necrotic, partially calcified mass with no viable cells, suggestive of old infarcted leiomyoma. Serosa: focal fibrotic thickening. Cervix: mild chronic cervicitis, negative for dysplasia. Left fallopian tube, salpingectomy: unremarkable tube. Right fallopian tube, salpingectomy: unremarkable tube. Comment: a note is made of the gross finding of metallic coil-like structures in the left and right cornu either extending into or separately present in the left fallopian tube. Clinical correlation is required. Concurrent conditions included endometrial polyp and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nervous system disorder ("neurological conditions or problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and peritoneal adhesions ("extensive omental adhesions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral), laparoscopic extensive omental adhesiolysis). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peritoneal adhesions and uterine leiomyoma had not resolved and the memory impairment, abdominal pain, back pain, menorrhagia, metrorrhagia, nervous system disorder, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, fatigue, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, peritoneal adhesions and uterine leiomyoma to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, fibroids, omental adhesions quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs+mr received- new events fibroids, extensive omental adhesions were added. Outcome of pelvic pain updated to not recovered / not resolved. New reporter, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.